Manufacturer narrative:
The onset date of infection in 2020 was reported under MFR # 2916596-2022-00891. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pseudomonas bacteremia in (B)(6) 2022 as well as a known chronic driveline mrsa/mssa infection since 2020. On (B)(6) 2022, the patient's pump was explanted due to infection.

Manufacturer narrative:
The onset date of infection in 2020 was reported under MFR # 2916596-2022-00891. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pseudomonas bacteremia in (B)(6) 2022 as well as a known chronic driveline (B)(6) infection since 2020. On (B)(6) 2022, the patient's pump was explanted due to infection.

Manufacturer narrative:
A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.